Event description:
The materials director of surgery center contacted our sales rep on (B)(6) 2010 stating that one of his doctors was upset because a pt had developed an infection after surgery and upon further inspection it was determined that the cause of infection was 'gauze fibers' left in the surgical area from the x-ray gauze. The surgery center has discontinued use of this gauze.

Manufacturer narrative:
The materials director of (B)(6) surgery ctr contacted avid medical's sales rep on (B)(6)2010 stating that one of his doctors was upset because of a pt had developed an infection after surgery and upon further inspection it was determined that the cause of infection was 'gauze fibers' left in the surgical area from the x-ray gauze which was in avid's custom procedure tray. The sales rep asked for further info and on 01/12/2010 received the avid lot# 614242 catalog # absc002-03 hand pack. It was determined that the gauze was our part # 521680 gauze, 8x4, dual x-ray, 10's purchased from welmed inc. Vendor item # 10-8416-7 lot # 08-1321-1. Avid assigned complaint # (B)(4) and has also submitted a formal complaint to welmed inc. Avid has received no other reports of injury due to the complained gauze. Avid sent replacement sterile gauze from a different MFR to (B)(6) surgery center.